Event description:
Boston scientific received information that there was oversensing on the atrial channel that was able to be reproduced with isometrics. The oversensing was causing short inappropriate mode switches. It was noted that all diagnostics were stable, there was good sensing and threshold measurements of 0.5 volts. Boston scientific technical services (ts) was consulted and suggested changing the atrial sensitivity to 1.5 mv since the p-waves are large as this would greatly reduced the amount of oversensing with isometrics. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.